Event description:
Device 1 of 2: reference MFR report: 3006705815-2019-00592.

Manufacturer narrative:
Concomitant medical products: model 3186, therapy date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00592. It was reported the patient¿s leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein patient¿s left lead was repositioned and right lead was explanted. Reportedly, therapy was restored to the left side.